Manufacturer narrative:
Technician found that the reverse trendelenburg switch was out of adjustment. The technician adjusted the trendelenburg switch to resolve the issue. This MDR is a result of a CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the bed would not go into reverse trendelenburg. No injury reported.